Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the duodenovideoscope was not reprocessed properly. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: d8. The device was returned to olympus for inspection, and the reportable issue of the device being reprocessed incorrectly was not confirmed as the event was not reproducible. Based on the results of the investigation, it was presumed that the device was reprocessed in buffered formalin instead of 70 percent alcohol was due to the user's understanding being different from olympus recommendation in the handling/reprocessing steps of the device. The root cause could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.